Event description:
Customer called and reported a high blood glucose level of 500. Customer reported that insulin was taken off while on a boat. Customer was not able to locate insulin pump and thinks it fell in the water. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.